Manufacturer narrative:
The lot/device manufacturing records were reviewed and found to be acceptable. The device used in the reported event was disposed at the facility and it is not available for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) stated that during a procedure, the surgeon complained that the cutter was cutting intermittently while the aspiration was still working correctly. There was no report of injury or consequences to the patient.